Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was found unresponsive with the pump on and no alarms noted. It was reported that the patient expired due to a large middle cerebral artery stroke. The pump was reportedly operating appropriately. It was reported that the pump would not be returned for evaluation.

Manufacturer narrative:
(B)(4). The device was not explanted and was reported to have been functioning appropriately. A correlation between the device and the reported event could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.